Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified and heavily tortuous vessel in the distal right coronary artery (drca). The 2.5x48mm xience skypoint stent delivery system (sds) met resistance with the anatomy during advancement and failed to cross the target lesion. It was noted that there was resistance with the anatomy during removal. There were no other issues noted. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.